Event description:
The patient received 4 valves on (B)(6) 2025. On (B)(6) 2025, the patient was admitted to the hospital with copd exacerbations, pneumonia and rapid decline. The patient was released from the hospital on (B)(6) 2025. Patient expired (B)(6) 2025.